Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 coils (pc400 coils) in the right superficial femoral artery (sfa). The physician attempted to advance the pc400 coil through a px slim delivery microcatheter (px slim) via the introducer sheath. However, the ruby coil did not advance into the microcatheter and got stuck about one centimeter before the y-connector. The physician successfully withdrew the pc400 coil. The procedure successfully completed using new pc400 coils. There was no report of an adverse effect on the patient.